Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and found that the power management board (pmb) was not communicating. The pmb was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, an internal error is displayed. There was no reported patient involvement.